Manufacturer narrative:
Device analysis: 1.0 ml syringe with 0.55 ml of gel remaining in it received with the needle still attached to syringe (no tip) in an opened ultra xc pack. The needle hub is scratched like it has been tightened with a liers. No plunger rod. Bubbles observed into the remaining gel.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm ultra¿ xc, the syringe ¿had a problem¿ and the needle bent during injection. Healthcare professional attempted to change the needle, but the needle was stuck in the syringe. No injuries reported. No further information was provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm ultra¿ xc, the syringe ¿had a problem¿ and the needle bent during injection. Healthcare professional attempted to change the needle, but the needle was stuck in the syringe. No injuries reported. No further information was provided.